Manufacturer narrative:
The insulin pump was received with unresponsive buttons due to an unlocked connector on the lcd board. The frozen display could not be tested for due to the unresponsive buttons. (B)(4).

Event description:
The customer reported via phone call that the screen of her insulin pump froze while she was trying to change the reservoir. The patient's blood glucose at the time of incident was 135 mg/dl. Troubleshooting was initiated for the frozen display. The customer observed the clock for one minute and the time advanced. The customer stated that the screen was frozen but time continues to progress. This caused troubleshooting to begin for a keypad anomaly. The customer's pump fell off the bed prior to her reservoir change, and when she attempted to change the reservoir the buttons were unresponsive. She removed the battery for five minutes but the buttons remained dead. The customer was advised to revert to her medically prescribed back-up plan. The insulin pump was returned for analysis and a replacement pump was shipped to the customer.